Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had reduced range of motion. They explanted insert and did some soft tissue releases and then put in a new insert of the same thickness as it is the smallest size liner. Range of motion was satisfactory after the releases. No additional information available. Doi: (B)(6) 2020; dor: (B)(6) 2020; left knee.